Event description:
Caller reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. Reportedly, the customer was using cold insulin and failed to properly cycle the cartridge. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated the customer to properly cycle the cartridge before use. The customer changed the infusion set and cartridge, and resumed insulin.